Event description:
A customer reported receiving an error message on her precision xtra blood glucose meter, was unable to test due to the error and began experiencing blurry vision, thirst, headache, confusion. Customer also reports "equilibrium was off balance." Customer called an ambulance, was transported to a hospital, received an "IV drip and two shots of insulin" and was diagnosed with diabetic ketoacidosis. No other treatment was documented. The customer's meter was requested for investigation and a new meter has been sent to customer.

Manufacturer narrative:
The product has been received and is currently under investigation. A follow up report will be submitted at the conclusion of the device investigation.